Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was explanted due to normal battery depletion. The device and lead were implanted 7-8 years ago.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, product type: lead.

Event description:
Information received from a healthcare professional via a manufacturer representative reported a consumer had her device replaced because it was empty after eight (8) years of service. It was noted that the electrode coming out of the connection cable was not in a very good state any more. An image showed the insulation had pulled away from an electrode. It was decided to try to connect it to the new device and luckily it worked and no revision of the electrode was required. The consumer had good response on all electrodes. It was noted that the issue was resolved at the time of the report. No symptoms were reported. There were no further complications reported and/or anticipated.